Event description:
It was reported that the surgeon implanted an icm125v4 12.5mm implantable collamer lens on (B)(6) 2003 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer one and this resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): visual inspection of the returned lens showed it was returned dry and a haptic was broken. A lens work order search was performed and there were no similar complaints within the work order. Medical review:according to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). (B)(4).